Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device occurred on may 11, 2022. The patient experienced no consequences.

Manufacturer narrative:
The pacemaker was received from the field with battery voltage above elective replacement level. Anomalies with the header were not confirmed. Electrical, thermal, visual, and mechanical tests all yielded normal device characteristics. Battery voltage was above elective replacement indicator level. A longevity assessment showed the device had appropriate remaining longevity and was in normal operation range. Correction: e1 - should have had the name kayla couch rn instead of being blank in the previous report. E3 -- should have read as nurse instead of physician.

Manufacturer narrative:
Correction: previous report submitted on june 20, 2022 did not correctly designate the presence of corrected data with sections h2 and h10 for the corrections made to sections e1 and e3.